Event description:
Reportedly, after approximately 1/2 hour of pacing the patient with the device, the pacer spontaneously shut off. The patient responded to the administration of atropine and was resuscitated. The reporter stated that patient outcome was not adversely affected by the discrepancy.